Event description:
(B)(6) animal services, is said to have xray machines, however they have stated that their machine has been unfunctional for weeks, despite that, mdas has misdiagnosed several dogs leading to death. They do not have a functional xray machine but have euthanized several dogs stating they saw radiographs.